Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
It was reported that vns patient experienced hoarseness post-vns implant. Vns therapy stimulation was initiated during the surgery, and stimulation was later disabled by the treating physician. Further follow up with the patient's treating physician revealed that the patient was diagnosed with left vocal cord paralysis as a result of vns therapy. The ent physician who made the diagnosis indicated that the left vocal cord paralysis was temporary. The patient's hoarseness was reportedly improving.